Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an 2.9 mm pushlock shaverdrill¿, ar-2923dsr, left plastic shavings inside of two different shaver hand controls, ar-8330h (sn: (B)(6)) and ar-8332h (sn: (B)(6)). Both shavers apparently were grinding the attachments, and now have plastic shavings inside, preventing normal use. No adverse event or patient harm due to the outcome of this event. Please see pictures attached.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. Two boxes containing three sealed blisters packaged each ar-2923dsr, batch number 15047598 were received for evaluation. The visual evaluation did not find issues. Two devices were randomly selected and tested using the testing console and the handpiece at various speeds. It was observed that the hub, which was colored purple, began to disintegrate, resulting in plastic shavings. Furthermore, a burning odor was noticed during the test. The observed and reported failure is most likely due to an internal manufacturing issue.